Event description:
In 2008, the patient was implanted with two (2) gore excluder aaa endoprostheses. There was a 90 degree lateral angle in the approximal neck and a neck length of 11-13 mm. There was a reverse taper in the proximal neck of 6.4 mm. On an unknown date, a follow up computed tomography angiography showed device migration of the proximal end of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component by approximately 15mm so that the proximal end of the trunk-ipsilateral leg component is at the edge of the aneurysm sac. In 2009, a follow up computed tomography angiography showed a type 1 endoleak. The aorta at the attachment site measured at least 30 mm. The physician is monitoring the patient. The following month, a consultation note from dr. To second dr recommended endovascular graft explant and open repair to the aneurysm.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patient's diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described: infrarenal aortic neck treatment diameter range of 19-26 mm and a minimum aortic neck length of 15 mm proximal aortic neck angulation <=60 degree.